Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change out procedure, upon interrogation the right atrial lead exhibited noise. Noise was noted on stored episodes and could be reproduced with pocket manipulation. The lead was capped and replaced. There were no consequences to the patient.